Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, sensor was found to be in state 8 (indicating error termination). Analyzed sensor data and low readings at the end of the sensor life were observed. Sensor was sent for further investigation. The sensor was de-cased and inspected and no issues were observed. No malfunction or product deficiency was identified. Therefore, this case is not confirmed. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The caller reported an unspecified lower sensor reading, with the customer experiencing nausea, vomiting, headaches, shortness of breath, and chest pains. The customer was transferred to hospital where a blood glucose result of "over 600 mg/dl" was obtained on the healthcare meter. However, the customer did not have any information in regards to the treatment provided to customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0a0dzdmjj has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The returned sensor was de-cased and visual inspection was performed and no issue were observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The caller reported an unspecified lower sensor reading, with the customer experiencing nausea, vomiting, headaches, shortness of breath, and chest pains. The customer was transferred to hospital where a blood glucose result of "over 600 mg/dl" was obtained on the healthcare meter. However, the customer did not have any information in regards to the treatment provided to customer. There was no report of death or permanent injury associated with this event.